Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for three patient samples. All results are in miu/ml. Patient sample 1 initial result was 197. It was repeated and the result was 20. It was repeated a second time and the result was 19 which was reported outside of the lab. The sample was then sent to another laboratory and was tested on an abbott analyzer. The result was 22.03 which was believed to be correct and reported outside the laboratory. Patient sample 2 initial result was 37. It was repeated and the result was 1.4 which was reported outside of the laboratory. It was repeated a second time and the result was <1. The sample was then sent to another laboratory and was tested on an abbott analyzer. The result was <1.2 which was believed to be correct and reported outside the laboratory. Patient sample 3 initial result was 4.89. The sample was then sent to another laboratory and was tested on an abbott analyzer. The result was <1.2 which was believed to be correct and reported outside the laboratory. The patients were not adversely affected. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative could not find a cause. He replaced the sipper probe, all black tubing, s/r probe tubing to the pressure transducer and replaced the measuring cell and waste tubing. He performed all required system software adjustments for the sipper and s/r probe. To verify the analyzer operation, he performed a system volume check, assay performance tests, precision, and blank-cell calibration which recovered within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general reagent issue was not suspected. Based on instrument messages, an issue with the sample quality was a likely cause.